Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump had cracked case at display window corner, cracked reservoir tube lip and stripped battery cap at coin slot area. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing out their infusion set. Customer's blood glucose was 546 mg/dl. Customer treated their blood glucose with the insulin pump. Customer also reported the insulin was squirting out during a manual prime. It was also found the customer was unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap appeared to be normal. The customer's blood glucose was 180 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.